Event description:
A nurse reported endophthalmitis following a cataract with intraocular lens implant surgery. The pt returned for a vitrectomy procedure, a vitreous tap, culture and injection of antibiotics were performed. Add'l info has been requested but none has been received to date. This is the first of six reports being filed for this facility.

Manufacturer narrative:
A site visit was performed by a company recommended nurse consultant, results will be included in the investigation conclusion. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).